Manufacturer narrative:
(B)(4). The cuff was confirmed with a cut found to be consistent with coming into contact with sharp utensils/objects. Manufacturing guidelines and controls are acceptable and will defect this type of failure. The cuff damage is not related to our manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that six days after intubation, a leak was generated and the patient was reintubated.